Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A decrease in sensing, increase in capture threshold with intermittent capture, and oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging confirmed the rv lead position was normal. The physician alleges that the electrical issues are potentially due to fibrosis at the lead tip. The device was reprogrammed, and the patient was stable with no adverse consequences.